Event description:
It was reported that during an un-specified procedure, a perforation occurred which required the use of a graftmaster stent. The 3.0 x 12 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation. The perforation was sealed with balloon dilatations. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported failure to cross, hemorrhage and additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.